Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number: 20652952. Model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the leads migrated down due to patients anatomy. The patient underwent a lead revision procedure and was doing well postoperatively.